Event description:
It was reported that the cap is loose and because the cap was loose, the blade was disassembled in its parts during operation. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the visual inspection and evaluation has shown that the cap is loose. The investigation of the item has shown that the end cap on the front was demolished. The hex-drive has minor deformations on the tip. The reason for the loss of the end cap and the deformation of the hex-drive cannot be understood. Due to the missing cap and the deformation of the hex-drive, the pfna, proximal femur nail antirotation, blade may be demounted under certain circumstances. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No indication of material or manufacturing defect could be found. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.